Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for a routine follow up. The right ventricular lead exhibited noise. The noise was reproducible with isometrics and pocket manipulation, but all real time measurements were stable and in-range. Noise reversion mode was programmed to doo. The lead remained implanted.